Event description:
It was reported that the nurse had to suction her patient. The patient's primary ventilator failed to deliver a breath after the nurse pressed the manual breath button and held it. The ventilator breath never came. The nurse then placed the patient on her back-up ventilator, s/n (B)(4), with the same results. She did manage to get the ventilator functioning to breathe for the patient.